Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation the device was not returned for an evaluation and no photographs were provided. The lot number is unknown so a search for non conformances could not be carried out. The lot number is unknown so a search for additional complaints could not be carried out. A review of instructions for use, and quality control data, review of trends, and review of drawing was conducted. No complaint product and photo have been returned for assessment and physical evaluation. Non-conformances no lot number was provided; therefore, a review of non-conformances cannot be completed at this time. If new information becomes available the complaint will be updated at that time. Additional complaints no lot number was provided therefore no additional complaints can be reviewed at this time. If new information becomes available the complaint will be updated at that time. The instructions for use does contain information related to this failure mode. T_j-sosr_rev. 2 states, "note: to prevent displacement of the balloon into the vagina, counter pressure can be applied by packing the vaginal canal with iodine - or antibiotic-soaked vaginal gauze." The cause of the events are unknown. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required at this time. However, the failure mode will continue to be trended. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event information to report.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. (B)(4).

Event description:
The information below was obtained from journal article: manisha mathur, qiu ju ng & shephali tagore (2018) ¿use of bakri balloon tamponade (bbt) for conservative management of postpartum haemorrhage: a tertiary referral centre case series¿, journal of obstetrics and gynaecology, 38:1, 66-70, doi:10.1080/01443615.2017.1328671. The aim of this study was to investigate the efficacy of the bakri balloon in the management of postpartum haemorrhage (pph). This was a retrospective review of 49 patients, who had the cook bakri postpartum balloon inserted for pph. The main outcome measure was achievement of haemostasis by bakri balloon tamponade (bbt). Out of the nine cases that did not achieve haemostasis, (18.4%), five (55.6%) had subtotal hysterectomies and four (44.4%) had total hysterectomies. These nine cases requiring hysterectomy are captured in a separate report (manufacturer report number 1820334-2018-03282). Also reported from this study, of the 49 patients, there were three cases (6.1%) of balloon displacement; one was a case of uterine perforation with subsequent retrieval vaginally, and in the two other cases the bakri balloon was expelled from the uterus more than one hour after the insertion. Attempts were made to obtain additional patient and event details in these three cases to clarify patient demographics, delivery characteristics ,and suspected causes of displacement, however the physician was unable to share any additional details. It is reported that in all three of these cases, the bakri balloon was removed and the pph subsequently resolved.